Event description:
In 2001 rptr had a vagus nerve implanted for control of epilepsy. When rptr came out of the surgery rptr had a paralyzed left vocal cord, no sense of smell, or taste, deep inner ear nerve pain and head aches constantly. Has had their air intake and has to sit up in bed so not to aspirate. They cannot do a thing, rptr has to deal with this the rest of life. The drs could not turn the device on because of rptr's problem. They took the vagus nerve stimulator out 8 mos later. Rptr does not know if it was caused by the device or not, but others should be told before they make the decision to have the surgery and end up like the rptr. Such a device should be looked into.